Manufacturer narrative:
This was initially reported on MDR #: 2183959-2012-1811 in addition, it was reported on the summary report dated 06/18/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pelvic abscess, chronic urinary tract infections, hematuria, lower abdominal pain, leakage, large hematoma, pelvic pain, nocturia, stress incontinence, urge incontinence, urgency, dysuria, dyspareunia, adhesions, vaginal atrophy, bladder tenderness, erosion, extrusion, chronic infection, urinary frequency, bladder stone and granulation of tissue. The plaintiff underwent a series of mesh revisions. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00368.